Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. The insulin pump was unable to verify for motor error alarm and perform occlusion, prime, the excessive no delivery test due to prime alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 198 mg/dl. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.